Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility rns do not like the current needles because of "sturdiness of the device on insertion and the safety feature is very ineffective". Unable to obtain any additional information.